Manufacturer narrative:
(B)(4).

Event description:
Covidien received information stating that during use on patient the screen on a 980 ventilator went blank and after a while turned back on. The patient ventilation was not interrupted. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of death or serious injury associated with this event.